Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that oversensing due to double counting on the r-wave was reported. Abbott technical support was reviewed the event and confirmed the event of oversensing. Lead provocation testing was performed and the event was unable to be reproduced. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.